Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the pressure adjustment is not possible. The failure occurred during priming. A getinge field service technician (fst) was sent for investigation and repair on 2023-04-17. The failure could not be replicated. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. No more information as well as no log files could be provided by the fst and the customer. Thus, no exact root cause could be identified, however according to the risk file v24 of the cardiohelp the following root causes can lead to the reported failure: - wrong plugged external pressure sensor or disconnection (mix up); - disturbed (emi) pressure sensor ; - response time is too long ; - too high / low atmospheric pressure. In the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) it is stated that the pressure sensors have to be calibrated and checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, according to the instruction for use (cardiohelp, chapter 5.3 "connection the sensors") it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. Moreover, according to the instructions for use (IFU) of the caridohelp (chapter 10 cleaning and disinfection) the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furhtermore in chapter 5.3 connecting the sensors it is stated that the sensors must be kept clean. The device was manufactured on 2020-07-08. The review of the non-conformities has been performed on 2023-04-26 for the period of 2020-07-08 to 2023-04-14. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "pressure adjustment not possible" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023. The failure could not be replicated. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Further investigation is ongoing. A follow up will submitted when additional information become available.

Event description:
It was reported that pressure adjustment not possible. The instance of time was not provided. No harm to any person has been reported. Complaint ID: (B)(4).